Manufacturer narrative:
No device or photos were received; therefore the condition of the device is unknown. Device history review indicates the devices were manufactured to specifications. This device is used for treatment. Initial product history search conducted on (B)(6) 2016 revealed no additional complaints against the related part and lot combination. As reported, the surgeon ensured bearings were fully seated before inserting the screws. A root cause cannot be determined with the information provided.

Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It was reported that the screw could not be inserted into the humeral stem during elbow arthroplasty procedure.